Manufacturer narrative:
On 4/19/2016, one mst0812 revolve biopsy probe, lot number f11605309d1, was received from the customer for analysis. Visual inspection of the device confirmed use of the device in a procedure. The condition of the returned device prevented functionality testing to determine the root cause, however based on the visual inspection and the risk management file one possible scenario of this failure mode can occur if the tissue strips contained within the sample management system are not fully aligned or seated properly as instructed within the IFU. A DHR review of this lot was also conducted. The performance specifications and the components demonstrated high process capability to the specification. There were no abnormalities or deficiencies found. Although no serious injuries occurred, upon consultation with devicor's medical department, this failure mode has been determined to be a reportable malfunction, pursuant to 21 cfr 803.

Event description:
The sales rep reported that the doctor took a couple of samples and noticed the samples were in the tubing and no tissue was in the tray. The tech advanced to chamber 7 and the doctor attempted to take more samples. The doctor replaced the probe and samples were collected without issue.